Manufacturer narrative:
B3: event date: oct-2025. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the set filter dialysate port was broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from one end of the filter of an oxiris set during priming. There was no patient involvement. No additional information is available.